Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this product was part of a system that was being explanted due to an infection. No further complications have been reported.